Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13914. It was reported, the pt experiences uncomfortable heating while charging. The pt was sent a new le charger. Follow-up info identified a sjm representative will follow-up with the pt to address the need for additional guidance. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported even ts was expected.